Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with case cracked behind the pump at the corner of the belt clip rails and moisture damage on the motor and force sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was damage in the insulin pump and a large crack on the chassis. No other issues reported in. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.